Event description:
It was reported that pump generated cartridge alarm during load process, and caller indicated that insulin used had been cold but was allowed to sit before loading. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge but alarm recurred, so customer switched to multiple daily injections for backup therapy, received education on proper cartridge loading and allowing insulin to reach room temperature, was instructed on storage mode and pump return process, and was provided replacement pump with guidance to reprogram settings and reconnect continuous glucose monitor.